Manufacturer narrative:
Visual examination: the guidewire was noted to be fractured, 25.6 cm distal to the step grind. A 2.2 cm length of the ptfe was found to be extending past the fracture site. The distal fractured wire segment was not returned for evaluation, since it remains embedded in the patient's vessel. Dimensional examination: the guidewire was found to be within dimensional specification. Microscopic examination: further evaluation using scanning electron microscopy (sem) on the fractured end of the guidewire revealed circumferentially-directed cracks adjacent to the fracture surface. The fracture site was found to contain a ductile center and the outer fringes of the fracture surface appeared to be less ductile. A slight bend to the corewire was seen. Although the exact cause for the guidewire fracture could not be determined, it is thought that the fracture occurred due to a severe cyclic bending stress at the fracture location, during clinical use, and it is not related to the MFR of the product.

Event description:
The stabilizer wire was utilized to cross the circumflex lesion. The tip fractured. The tip segment was pressed into the vessel wall with a stent implantation.